Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent. A day after the initial symptom onset, the patient experienced discomfort and feeling too full. The cause of the events, hospitalization, treatment and patient outcome were not reported. Pd therapy was discontinued. No additional information is available.